Event description:
The physician deployed an endeavor resolute 2.75 x 30 mm rx drug eluting stent in the mid-left anterior descending artery. A 3 mm non-compliant balloon catheter was used for post-dilatation. While positioning, the post-dilatation balloon catheter got stuck in the middle of the stent and after some manipulation it went through. From cine images of the procedure it was apparent that the stent had lengthened distally and showed stretching of the distal half of the stent. Post-dilatation was completed with the 3 mm balloon with good angiographic results except for the stretching of the stent. There were no patient complications reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
(B)(4). Evaluation results: (limited information received). Inherent risk of procedure (stent deformation, fracture). No results available since no evaluation performed (device not returned). Evaluation results: known inherent risk of procedure (stent deformation, fracture). Unable to confirm complaint (device not returned). (Limited information received). (B)(4).